Manufacturer narrative:
Vyaire complaint number (B)(4). Additional information: d9, g3, g6, h2, h3, h6, h10. The sample was received for evaluation. The vyaire technician evaluated the device and performed tests. The reported complaint was confirmed through the events log and not duplicated during functional check. Cause was identified as solenoid failure. Root cause is being investigated under (B)(4).

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed vent inoperable, motor fault, and transducer fault simultaneously. The customer confirmed that there was no patient involvement and no patient harm associated with the reported issue.